Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 28-dec-2025 which led to high blood glucose level of 261 mg/dl. The patient got treated with manual injections. The blockage was in the tubing. The patient replaced supplies as necessary and resume insulin therapy. No further information available.